Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on two (2) patient samples that results negative when using the simplexa covid-19 direct assay, but positive on a competitor assay (arrow diagnostics cfx biorad). Run analysis of the simplexa results showed the two samples ((B)(4)) were not detected for either target. According to the customer, the two samples were repeated on the competitor assay resulting positive with CT = 37 and CT = 32. It is known there are key differences between the biorad assay and simplexa assay: - biorad reliance sars-cov-2 rt-pcr assay extract samples while the simplexa assay does not. - biorad assay detects different targets (n1 gene, n2 gene) than the simplexa assay (s gene, orf1ab). - biorad assay has a lower limit of detection (250 copies/ml) than the simplexa assay (500 copies/ml). Requests for data on the biorad assay were requested, but not provided. The customer's device and suspected false negative samples were not provided for investigation. Based on this information, it is likely the samples were near the limit of detection of the simplexa assay. Without the samples to test, this could not be confirmed. This is a sample specific issue only. This is the 1st complaint on mol4150, lot# x9461n for suspected false negative results. Retains of the suspected device were tested on 2/22/2021 with two discs of 7 replicates (14 replicates total) of mol4160 positive control and both s gene (avg CT = 26.5, 27.7) and orf1ag (avg CT = 27.3, 27.8) were detected on all replicates. No false negatives occurred. No malfunctions occurred. Batch record review showed the critical component, reaction mix mol4151, lot# x9471n, met all qc release criteria prior to kit release. Mol4151, lot# x9471n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28 (s gene) and 28.8 (orf1ab) and the internal control avg CT = 31.2. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on two (2) patient samples that results negative when using the simplexa covid-19 direct assay, but positive on a competitor assay (arrow diagnostics cfx biorad). The customer confirmed the alleged false negative results were not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. Other than the patient sample ids, other patient information was not provided.